Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen and infra-scapular area on (B)(6) 2021 using the cooladvantage applicator and developed paradoxical hyperplasia (ph) after treatment. Patient diagnosed with ph on (B)(6) 2021 by a medical professional.

Manufacturer narrative:
Additional information: a2, a3a, a4, b5, d4, d10 and h4. Corrected data: d1, d8, e1, e2, g1, g2 and h6.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and may have developed paradoxical adipose hyperplasia.